Event description:
The customer reported via telephone call that the reservoir was not all the way in the insulin pump. The customer reported that the reservoir compartment was not damaged at all. The blood glucose reading was 320 mg/dl and that the high blood glucose had been corrected with several small boluses from the insulin pump. The customer reported that the reservoir and tubing connection seemed normal and secure. The customer stated that there was no backup plan or backup supplies. The customer carried the insulin pump in the pants pocket and stated that the tension on the tubing may have loosened the reservoir. The customer reported no damage to the drive support disk. The customer stated that when the reservoir was put back into the reservoir compartment and an unintended bolus was delivered. The customer was advised that the insulin pump should be disconnected and primed before reinserting the reservoir when the reservoir is out of the insulin pump. The customer was sent a belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.